Event description:
On the (B)(6) 2015, (B)(4) was notified via email that the above lens was being returned via the returns (B)(4). The lens carried the notation "anterior chamber lens. Patient contact, implant date (B)(6) 2014, explant date (B)(6) 2015, incision enlarged, no patient injury". The alcon "c" cartridge was used. Further information provided stated that the hdo lens was replaced with an anterior chamber lens and the pre op diagnosis was 'decentered lens". The current health status of the patient was listed as stable and the patient's history indicated zonular dehiscence.